Event description:
(B)(4) received notice of an incident involving a rollator that (B)(4) imports and distributes. The end user was sitting on the unit at a bus stop, when allegedly one of the legs collapsed causing him to fall to the ground. He was taken to the hospital where he was given a shot for his back and kept overnight. No further injuries were disclosed. The item was returned to the store it was originally purchased from and will be shipped to (B)(4) for product evaluation.